Manufacturer narrative:
On 10/02/2019, mentor became aware of an error submitted in the initial report. The patient's right-sided device was deflated and explanted in 2007, not (B)(6) 2019 as initially reported manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced bilateral deflations post operatively, which were confirmed by a physician. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the first of two devices.